Event description:
It was reported that after a da vinci-assisted surgical procedure, the tenaculum forceps instrument had a broken/loose cable. The procedure was completed with no reported injury. Follow-up was performed to request additional information. However, no further information has been obtained as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation(s) not reported by site were also identified. The tenaculum forceps instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. This complaint is reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.